Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell five of five in peritoneal dialysis. The home patient was connected at the time of the alarm. The care giver states there are no obvious reasons the system error. The technical service representative advised the care giver to end the therapy. The technical service representative assisted the care giver to end the therapy and remove the cassette. The home patient will use manual supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.